Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charges and boot up was perform and passed. Receiver relevant functional tests were performed and passed. Receiver pairing test was perform and passed. Data was received but does not reflect the full investigation window. Confirmation of the problem and a probable cause cannot be determined.